Manufacturer narrative:
The cd/dvd drive was returned to the manufacturer for evaluation. Visual inspection found the disc tray and drive door were damaged and missing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Initial troubleshooting found that there was a short/connection issue between the lift and shift pump and the power switching board of the imaging system. The representative then resolved the reported issue by replacing the power switching board and the lift and shift pump. The imaging system then passed the system checkout and was found to be fully functional. The suspect pump and power switching board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a system checkout, the gantry was unable to complete any motion. No additional information was provided. There was no patient present when this issue was identified.